Event description:
During initialization at start of case, the cutter would not advance. The second holster was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and fuctional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer. 510(k) is k99190.